Event description:
It was reported that a peritoneal dialysis (pd) patient does not need an order because he had to have the catheter removed due to infection. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with enterococcus (species not reported) in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis that was attributed to intra-abdominal surgery. It was explained that the patient required a pd catheter revision in an outpatient procedure on (B)(6) 2025. The patient initially felt symptoms of infection approximately 72 hours after this procedure and was admitted to the hospital 4 days following the catheter revision. The patient was prescribed intravenous (IV) ceftazidime and IV gentamycin (dosages and frequencies not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a (B)(6) product) was removed due to the severity of infection, and the patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of admission. The patient had an uneventful hospital course, and he was discharged home on (B)(6) 2025. It was reported that the patient¿s peritonitis and associated hospitalization were not the result of a deficiency or malfunction of any (B)(6) product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with a plan to return to ccpd therapy on the same liberty select cycler once his catheter is replaced. The reported event is related to the use of a pd catheter (non-(B)(6) product). The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).